Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio gold test strip vial had a ¿strong, bad smell due to chemical substance existing in the test strip vial¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue began on (B)(6) 2015 at 6:00pm when she opened the subject test strip vial. The patient informed the csr that she does not take any medication to manage her diabetes and that she continued to follow her usual diabetes management routine in response to the alleged issue. The patient claimed that 1 minute after the alleged issue started she developed ¿dizziness¿. The patient denied receiving any treatment in response to the symptom. At the time of troubleshooting, the csr walked through resolving the issue but the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged product issue caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ criteria of a serious injury, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.